Manufacturer narrative:
The maintenance interval was heavily exceeded (approx. 9 years and 5 months) which resulted in deviations of the device. We suspect that the reported incident may be due to insufficient pin pressure and/or insufficient application of the skull clamp and placement of skull pins.

Event description:
Customer service was contacted on (B)(6) 2019 by customer. Customer stated that there was slippage during prone positioning of patient. Another skull clamp was used and procedure was continued.